Manufacturer narrative:
Date sent to the FDA: 09/04/2008. (Coughing occurred), (tearing sensation occurred), (mesh bunching occurred) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in 2007. There were no complications until after an episode of bronchitis/severe coughing in 2008, when the patient felt a tearing sensation and pain which felt like being stuck with broken glass. The patient returned to her surgeon for a revision three months later, where the surgeon stated there was a wrinkle in the mesh which he smoothed out. The surgeon also trimmed a corner of the mesh thinking that these actions would relieve the patient's symptoms. The patient's pain has continued to the present time.